Event description:
Dealer states, "tilt is not functioning." Dealer did not have programmer, or tools to troubleshoot. Advised he can use a 12v battery to jump the actuator in the meantime if he needs to bring it to the sitting position. Dealer is going to troubleshoot more to figure out what is going on. No parts being replaced today." No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 3 years 5 months old. The owner's manual part number 1143190 rev g (jan-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.